Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device skipped and jumped which caused deeper cuts in the tissue. This caused injury to the patient as it was a deep cut which required stitching. There was a delay of 20 minutes. Another device was not utilized to complete the surgery. There was no damage to the graft and no unplanned additional graft was taken. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the control bar was loose which could contribute to the reported issue. The vespel sleeve and semi-circle bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6).

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the device skipped and jumped which caused deeper cuts in the tissue. This caused injury to the patient as it was a deep cut which required stitching. There was no delay noted. Due diligence is complete and there is no additional information available.